Event description:
An olympus representative reported that the single use distal cover of the evis exera iii doudenovideoscope fell into the patient and had to be removed with an additional unspecified surgery. The complainant was a participant in a usability study utilizing a consultant. The study consultant will be reaching out to the participant to get additional information, but olympus will be unable to talk to the participant directly. The consultant later provided additional information received from the participant. The participant was reportedly doing an endoscopic retrograde cholangiopancreatography (ercp) on the patient with an existing unknown plastic common bile duct stent. A snare was used to remove the stent and as the physician was pulling out the stent, it broke in two. The first part of the stent was removed through the instrument channel, but the bigger part was stuck on the tip of the scope. Thus, the scope was removed, and the remaining stent was pulled out from the scope. The procedure was then completed. The participant noted that it was possible that the stent degraded after being in the patient after some time and created a break point in the stent, causing it to snap. There were no further details given about the how the distal cover fell into the patient, where and when it fell, and when it was removed. Additional information was requested to clarify the incident, but no further information was provided at this time. The medwatch with patient identifier (B)(6) captures the evis exera iii doudenovideoscope.